Manufacturer narrative:
The reported event that the patient had non-union could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The present stryker collaborative study named "a retrospective data collection of the treatment of femur fractures with the t2 alpha femur nailing system" is retrospective analysis of the safety and performance standard of care data on individuals that have previously been implanted with the femur nail of the t2 alpha femur antegrade nailing system for the internal fixation of the femur. During the review of the report , it was not possible to establish that one patient with a complicated type I open ballistic 32-b1 fracture and a history of alcohol use had a nonunion and was reoperated on 211 days after initial definitive fixation with bone grafting and hardware exchange to promote bone healing, not for device related reasons. This patient went on to clinical consolidation 81 days later.